Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale markings on a bd plastipak¿ syringe with luer-lok¿ tip were found faded making them illegible. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Six 5ml packaged syringes and four photos received at bd canaan, confirmed to be from batch # 8011856. Sample was visually evaluated. The syringes were found to have missing print between the 2ml and the 5ml gradlines. Missing print run vertical or the long direction of the barrel. Samples are considered rejectable per product specification. Based on the evaluation performed, product defect is confirmed. DHR review for batch 8011856: manufacturing dates: 01/23/2018 to 01/25/2018. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8011856 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Confirmed: bd was able to confirm the customer¿s indicated failure.